Manufacturer narrative:
Of the three devices, three lot numbers were provided, and lot history reviews were performed. The three devices were returned for evaluation. Two of the investigations are inconclusive for the missing component. The third investigation is pending and the company is still investigating the issue at this time. The definitive root cause could not be determined based upon available information. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that model 0603880c planted port experienced a missing component. These events were reported from various sources. All three (3) events reported that there was no patient involvement. Of the (3) reported events, one patient is female, however, none of the patients' weight and age were provided.

Manufacturer narrative:
H10: of the three devices, three lot numbers were provided, and lot history reviews were performed. Two of the three devices were returned for evaluation and the investigations are inconclusive for the missing component. The other malfunction is inconclusive as well as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. The devices were labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that model 0603880c planted port experienced a missing component. These events were reported from various sources. All three (3) events reported that there was no patient involvement. Of the (3) reported events, one patient is female, however, none of the patients' weight and age were provided.

Manufacturer narrative:
Of the 3 devices, 3 lot numbers were provided, and lot history reviews were performed. 3 devices were returned for evaluation and 2 are pending evaluation and the company is still investigating the issue at this time. One device investigation is inconclusive for the missing component, as the sample was received with open packaging. The definitive root cause could not be determined based upon available information. The devices were labeled for single use.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that model 0603880c planted port experienced a missing component. These events were reported from various sources. All three (3) events reported that there was no patient involvement. Of the (3) reported events, one patient is female, however, all the other patients¿ weight and age were not provided.

Manufacturer narrative:
Of the devices belonging to the three (3) events, two (2) devices have been returned and the remaining device is expected to be returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that model 0603880c planted port experienced a missing component. Of the three (2) events, two (2) reported that the sheath was missing upon opening the package, the third event reported the port hub was missing. These events were reported from various sources. All three (3) events reported that there was no patient involvement. One (1) of the three (3) events reported the patient as female, the remaining events did not provide patients¿ sex. The patients¿ weight and age were not provided for any of the three (3) events.